Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding the patient who was implanted with a neurostimulator for complex regional pain syndrome type I and spinal pain. It was reported that the patient got less than 50% pain relief and that therapy did not feel like the trial. It was noted that there were no factors that contributed to this. Reprogramming was attempted and the patient reported that stimulation was not therapeutic. The patient had a lead revision where a surgical paddle lead was placed on (B)(6) 2016. Stimulation was turned on (B)(6) 2016. The patient tried this programming for a week and the rep saw her on (B)(6) 2016 and she was not getting pain relief and reported post procedure discomfort from the laminotomy. It was noted that the patient was alive with no injury. Additional information was received from the rep. The discomfort had not resolved as of (B)(6) 2016. The patient was started on steroids and it was noted that there would be a possible removal of the system.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.